Manufacturer narrative:
At this time, the pacemaker has not been returned for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the right ventricular (rv) lead connected to this pacemaker were greater than 2000 ohms. It was suspected that the lead conductor was damaged, however fluoroscopic evaluation was not able to confirm this suspicion. The rv lead was surgically abandoned and replaced. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.